Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) after the device stopped working due to balloon herniation and migration. The aus balloon was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.